Event description:
Abbott medisense pcx glucose meter recorded the wrong date and time of testing on a pt test record. After the testing was complete, the meter began to display error code 734, a problem that may prevent the meter from operating properly (from the troubleshooting guide). Rptr believes the error does not prevent the operator from using the instrument for pt testing. This problem is related to the previous report and the continuing power supply problem recognized by the MFR.